Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had issue with insulin pump and had partial display. The customer¿s blood glucose level was unknown. The customer also reported that the display screen was losing color and pixelating got lines across the screen. The insulin pump will be returned for analysis.